Manufacturer narrative:
Bench repair evaluated the device and confirmed unit has error code 1104 post backup audible failed in event logs. Need to replace cpu pcba to fix problem. It was also observed that the top cover has broken front right corner and will be ordered. Will also order pm kit and box. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is giving error code 1104 check vent: backup alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed has confirmed diagnostic code 1104 in the v60 significant event log. Backup alarm failed - when the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. Biomed is requesting a bench evaluation and repair.

Manufacturer narrative:
Bench repair replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. Tech verified that the alarm error code e1104 shows twice in the log dating 01/22/2023. 1104,10:04.31pm,01-22-2023, postbackupaudiblefailed. 1104,10:01.24pm,01-22-2023, postbackupaudiblefailed. Neither the occurrence nor the associated error code e1104 could be duplicated at the product investigation lab during the boot up of the system pcba or standard test bed operation using the system pcba. The system pcba passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured as a solid 384k ohms, verifying that ls1 is not shorted or open and ls1 functions with a discernable audible tone with 10vdc applied. With the unit in a no power/ hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The customer complaint has resulted in a no problem found.